Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later stated the customer regularly reprocesses the device and each time a repair is requested repair they attach reprocessing receipt. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The customers reported event occurred after the procedure and confirmed no harm was caused to patient/operator.

Event description:
The customer reported to olympus that the duodenovideoscope had a broken light source. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inside of the light guide lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. Also, the evaluation found the following: the grip was shaved. The switch box had a scratch. The air/water cylinder had no color. The scope cylinder had no color. The connecting tube had a buckling. Adhesive around the objective lens had wear. There was corrosion around the forceps elevator. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.